Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On the same day, it was reported by the parent that at 3:45 pm, the patient's egv was reading 130 mg/dl the day the sensor was put on the abdomen. The patient experienced symptoms of feeling tired and shaky. A fingerstick blood glucose check was performed, which showed a reading of 30 mg/dl. The parent reported that the patient consumed fast-acting sugar fruit juice. The patient was not taken to the hospital and was able to self-manage at home. During the call, the parent stated that the patient was currently feeling fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.